Event description:
It was reported that during a stenting treatment procedure, balloon deflation difficulty and a shaft break occurred. Access was obtained via the right radial artery. The 100% stenosed, 2.75x26mm target lesion was located in the mildly tortuous and severely calcified ramus circumflex artery (rcx). The lesion was predilated with a 3mm maverick balloon seven times at 15atms for 20 seconds, leaving 60% residual stenosis. A 2.75x28mm promus element stent delivery system (sds) was then advanced to the lesion for treatment of in-stent restenosis of an unknown previously placed stent. The promus element stent was successfully deployed at 18atms for 18 seconds in the mid rcx and it was noted that the stent was well positioned and apposed in the lesion. Post dilation was performed with the stent delivery balloon at 18atms for 25 seconds and then the balloon was inflated a second time to 18atms; however, the balloon did not fully deflate. When the physician attempted to withdraw the stent delivery balloon, the shaft of the sds broke and portion of the shaft detached inside the patient and remained in the main stem/proximal rcx. The patient was taken to surgery to remove the detached portion of the shaft. No additional patient complications were reported and the patient was put on antiplatelet therapy for a period of twelve months.

Event description:
It was reported that during a stenting treatment procedure balloon deflation difficulty and a shaft break occurred. Access was obtained via the right radial artery. The 100% stenosed, 2.75x26mm target lesion was located in the mildly tortuous and severely calcified ramus circumflex artery (rcx). The lesion was predilated with a 3mm maverick balloon seven times at 15atms for 20 seconds, leaving 60% residual stenosis. A 2.75x28mm promus element stent delivery system (sds) was then advanced to the lesion for treatment of in-stent restenosis of an unknown previously placed stent. The promus element stent was successfully deployed at 18atms for 18 seconds in the mid rcx and it was noted that the stent was well positioned and apposed in the lesion. Post dilation was performed with the stent delivery balloon at 18atms for 25 seconds and then the balloon was inflated a second time to 18atms; however, the balloon did not fully deflate. When the physician attempted to withdraw the stent delivery balloon, the shaft of the sds broke and portion of the shaft detached inside the patient and remained in the main stem/proximal rcx. The patient was taken to surgery to remove the detached portion of the shaft. No additional patient complications were reported and the patient was put on antiplatelet therapy for a period of twelve months.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with the distal section of the device missing. A break had occurred at the end of the hypotube, 3mm proximal to the end of the wire. The lumen, the stent and the tip were not returned. Kinks were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).